Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with blood glucose of 260 mg/dl and current blood glucose was 154 mg/dl. Customer treated high blood glucose with insulin pump. Customer also had vomiting, diarrhea and short of breath problems. Customer wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The drive support cap appears normal. Customer was unable to complete troubleshooting since customer was still in the hospital and does not have the set on or a tubing clamp, will send a tubing clamp so customer can call back and do the high pressure test. The device will not be returned for analysis.